Event description:
On 5/24/95, the dual lumen gastrostomy/gastrojejunostomy (g-j) tube was placed in pt. The tube was secured to the abdomen with 4 sutures. X-ray confirmed the positions of the catheter tips. On 5/30/95, the radiologist was requested to check the tube placement due to large gastric residuals noted with tube feedings. X-ray revealed a fracture of the g-j tube at the gastric outlet level. The distal tube fragment was in the midjejunum. The gastric portion of the tube was removed.